Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) due to a hole in the system. The existing ipp was explanted and replaced with a new device. No patient complications were reported.